Manufacturer narrative:
It was reported to abbott, during an ipg replacement procedure, intra op final impedance checks showed bilateral highs on the left and right extension on the most proximal contacts. With trouble shooting efforts, all but one contact with high impedance was cleared. As the system was delivering correct therapy the decision was made not to revise the extension with the high impedance. The ipg was replaced due to being at eri. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement, system diagnostics recorded high impedances. As a result, a re-set of the extension into the ipg was undertaken. Effective therapy was restored post operatively.